Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate could cause or contribute to patient injury. Device issue: failure to deflate. It was reported that the device was used to predilate a lesion in the distal rca and the first inflation held nominal pressure, but contrast could not be seen in the balloon. During the second inflation to predilate a lesion in the mid rca, the device held nominal pressure, but again contrast could not be seen and then the pressure slowly went down; however, the balloon would not completely deflate. The device was removed from the patient with the balloon partially inflated and resistance was met upon removal from the guiding catheter; however, it was removed and there was no patient injury reported. The contrast used was omnipaque and it was a 50/50 ratio. Another company's balloon catheter was used to predilate the last lesion in the proximal rca. No additional event or patient information is available.